Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 313 mg/dl and 82 mg/dl; 535 mg/dl and 69 mg/dl. Sets of readings were taken at different times on the same day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.